Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the trunk cable and the rear te had an open pulse wire and the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn. Additionally, the j702 connector was broken from the dn pca. The root cause for the strained cable was excessive force. The root cause for the open wire was excessive force. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.